Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 105 - pulse test relay stuck) was confirmed. As received, the monitor intermittently displayed code 105 and failed incoming testing. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires and pulling the j1001 connector from the ca board. The cause of the code 105 and incoming test failure is the damaged receptacle and wires. Root cause investigation into the damaged receptacle and wires is ongoing under an existing internal corrective action. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it displayed code 105 - pulse test relay stuck.